Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking out of a pin (size) hole from the middle of the primary container. This issue was identified after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufactured between september 10, 2021 to september 11, 2021. H10: the device was received for evaluation. Unaided eye visual inspection was done which observed a tear in front middle of the bag. A functional testing was performed which revealed a leak from the middle area in front of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.